Manufacturer narrative:
(B)(4). G2. Report source: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial procedure with znn nail system. Subsequently, approximately 11 months post implantation, nail broken at the junction where the lag screw is inserted and the patient underwent a revision surgery, which was a proximal femoral replacement. Due diligence is in process and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Corrected: b1 visual inspection confirms that the nail is fractured. The lag screw has galling over most of the screw. A set screw was returned with no damage. The shaft of the nail near the distal tip has some damage. There are 3 holes drilled into the side of the nail on the proximal end of the nail just before the lag screw hole. Further fracture analysis point to a fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. As the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.